Event description:
The customer reported that the insulin pump alarmed during manual prime. Troubleshooting was performed, and the displacement test did not pass. Instructed the customer to discontinue use of the insulin pump and to revert to back up plan.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test during rewind as a result of a motor encoder signal being out of phase. No error alarms occurred during analysis.